Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k)#: the information for the additional 510k is as follows k111860.

Event description:
It was reported that a bd max system, bd max instrument normalizer drift is suspected causing false positives. The following information was provided by the initial reporter normalizer drift is suspected causing false positives. This case focuses on the results other than rota- and adenovirus. False positives on interleaved run there was no report of confirmatory testing no patient impact was reported.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive." Customer reported that they are receiving suspected false positive results on the bd max-evp assay for multiple targets. Service has escalated these recurring evp false positives for further investigation. This instrument complaint was added to the open escalation project . An internal corrective and preventative action is open to address these issues. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 04may2020. Service history review was performed for the instrument (B)(6) and one additional work order was observed on 03may2022 for the complaint failure mode reported. No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. CAPA #1342708 h3 other text : see h.10.

Event description:
It was reported that a bd max system ,bd max instrument normalizer drift is suspected causing false positives. The following information was provided by the initial reporter normalizer drift is suspected causing false positives. This case focuses on the results other than rota- and adenovirus. False positives on interleaved run. There was no report of confirmatory testing no patient impact was reported.